Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was 353 mg/dl at the time of the event. The infusion set had been used since (B)(6) 2021 (three days). Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.